Event description:
Customer observed a low advia centaur tsh3-ultra (tsh3-ul) result compared to testing on the advia centaur tsh assay. The patient sample result was falsely low on an alternate method. The customer questioned the low advia centaur tsh3-ultra result. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp tsh3-ul result.

Manufacturer narrative:
The cause for the discordant advia centaur xp tsh3-ultra result is unknown. Based on the pattern of results, it is possible that the low result on the advia centaur xp tsh3-ultra is due to the rare tsh variant communicated in important product safety information (ipsi) 10814911 distributed by siemens in may 2013. The ipsi communicates that a rare variant of tsh, identified in a small cluster of patients is not detected by the advia centaur systems tsh3-ultra assay. The observed rate of occurrence during a 30 month period was 0.6 x 10 (-7). The ipsi also reminds customers that, for diagnostic purposes, the results obtained from these assays should always be used in combination with the clinical examination, patient medical history, and other findings. A siemens customer service engineer went on site and performed a total service call. System was fully functional on departure.